Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s blood glucose (bg) reached as low as 43 mg/dl while not wearing the pod. When patient pressed start, she realized the cannula had not deployed as intended.

Manufacturer narrative:
The received device had the cannula assembly not deployed. Initial observation of the device found cracks on the top housing of the device, although this did not affect the function of the device. The downloaded data showed that the first priming sequence prematurely ended at 31 pulses and was deactivated at 41 pulses. Inspection of the drive mechanism found a gap between the rotational sensor spring and the commutator cap, indicating poor continuity between the rotational sensor and commutator cap. This resulted in an early completion of the first priming sequence and led to a failure of the device to deploy. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.